Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: undetermined.

Event description:
It was reported that foreign matter occurred with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, there were droplets of residue on the rubber stopper inside the syringe barrel. Per complaint form: customer noticed droplets of residue on the rubber stopper inside the syringe barrel. Droplets occur on the outside. These were noticed on 10ml syringes (4-5 times) as noted above, and 20ml syringes product code: 302830 (4-5 times) but lot number was unavailable for 20ml syringes. Customer reported when products were left out to show as examples to other staff, the droplets seemed to dry out after some time. Customer has never seen this before and was a little concerned if this affected sterility of product."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that foreign matter occurred with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, there were droplets of residue on the rubber stopper inside the syringe barrel. Per complaint form: customer noticed dropplets of residue on the rubber stopper inside the syringe barrel. Dropplets occur on the outside. These were noticed on 10ml syringes (4-5 times) as noted above, and 20ml syringes product code 302830 (4-5 times) but lot number was unavailable for 20ml syringes. Customer reported when products were left out to show as examples to other staff, the droplets seemed to dry out after some time. Customer has never seen this before and was a little concerned if this affected sterility of product."